Event description:
Revision surgery - pt experiencing discomfort, undersized tibia, the pt has health problems and is obese.

Manufacturer narrative:
The reason for this revision surgery was to remedy discomfort after 3.2 years of pt use. The cause for this discomfort was reported as an undersized tibia, and the pt has health problems and is obese (actual weight not provided with the complaint). The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. There are no indications of a product or process issue affecting implant safety or effectiveness. The size changes were most likely a result of the revision surgery where larger sizes are needed due to bone removal during extraction. Health problems and obesity can contribute to pain and cause the pt discomfort.